Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found that inability to interrogate was due to battery voltage dropping below end of life voltage. The cause of the voltage drop was normal battery depletion.

Event description:
It was reported that the pt had presented in the emergency room for chest pain. The device was unable to be interrogated and loss of capture was observed. The device was explanted and replaced.